Event description:
It was reported that the atrial leadless pacemaker (lp) was unable to be released from the delivery catheter after fixation. While attempting to unscrew the lp, the helix became stretched. The lp was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of separation failure and stretched helix were not confirmed. A visual inspection of the device revealed no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.